Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, the effluent bag had a fluid leak. The treatment was discontinued and a new set was used to continue with treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection of the drain bag show that there was an external leak at the level of the drain bag sealing, near the stopcock. The reported condition is confirmed. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.